Manufacturer narrative:
(B)(4).

Event description:
The patient's wife reported their therapy was "brilliant for pain, but it gave him shocks." The patient experienced "shocks in his shoulders" with their lead implanted at t10. Additional information from the patient's healthcare provider (hcp) indicated the hcp had spoken with the patient and she "thought it was unrelated to his stimulation." The patient was advised to turn his stimulation off and see if the shocks went away, but the hcp had not heard back from the patient since the recommendation. Additional information was requested; a supplemental report will be filed if additional information is received.